Manufacturer narrative:
The reagent lot number is 72575600. The expiration date was not provided. The customer's calibration and qc results were ok. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative found a bubble in the sample. The pre-wash sipper was bent and out of adjustment and the foam detection camera needed adjusted. He replaced the pre-wash sipper nozzle and adjusted the foam detection camera. He performed instrument checks and the customer performed qc without issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 3272 ng/l. The result was reported to the physician, who questioned the result. The sample was repeated on another e801 module. The repeated result was 8 ng/l. This result was believed to be correct. The sample was repeated on the same module as the initial result and the results were 6 ng/l and <6ng/l. A new sample was drawn and tested on the other e801 module and the results were comparable low results. The result was believed to be 6 ng/l.